Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented high pacing impedance out of range on the left ventricular (lv) lead. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2. Outcomes attrib to adv event b1. Adverse event/product problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented high pacing impedance out of range on the left ventricular (lv) lead. The device remains in service. No adverse patient effects were reported.